Event description:
The customer reported via phone call that their insulin pump was stuck in the priming loop. The customer's blood glucose was unknown. Through troubleshooting, it was found that the customer was unable to exit the preparing to prime loop. The customer was able to go through the rewind process but could not go beyond the fill tubing screen. The customer further explained that a lot of insulin was coming out. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.